Event description:
The cam02 was used with vtun ((B)(6)) s/n (B)(4) catheter cross reference with MFR. Report number 9617494-2015-00006. A report was received regarding a cam02 that had the icp's intracranial pressure) readings steadily rise to 30-50's. The description was as follows: icp readings in the 40's, patient was treated according to this number. Waveform was distorted with this reading. No revision was required. The unit was not explanted. There was no patient injury. Icp monitor/evd drain placed the evening of (B)(6). (This catheter was in the parechyma rather than ventricle.) During the early morning icp's began to steadily riser to 30 - 50's. Stat head CT was obtained and per review with doctor did not match the increasing icps that we were receiving after many interventions with 3 percent. Mannitol, pentobarbital, hyperventilation, etc. Using the setup with transducer cable, prior to further intervention, icp was monitored and found to have a great wave form and readings from 5 - 9. The doctor was at bedside manipulating the catheter, flushing and observing the wave form, and felt these numbers to be more in line with the head CT. The icp's continued to rise, did not correlate with patient condition. Changed to fluid filled transducing and got more appropriate icp (normal range), much lower. Fluid filled transducer was connected to flex cath and reading was 7mmhg.

Manufacturer narrative:
Integra has completed their internal investigation on 11/03/2015. The investigation included: methods: evaluation of actual device. Review of device history review. Review of complaints history. Results: the root cause of the complaint incident was identified as the vtun catheter used with the cam02 monitor when the complaint incident occurred. The cam02 monitor was verified as working to specifications. DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿ mar. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. (B)(4). Conclusion: since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification no root cause can be established.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.